Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This is an initial and final MDR report submission. On (B)(6) 2019, it was reported that the device had a damaged continuous feed roller (damage to cog). Ratchet handle may also need replacing/ repair. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformance's, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/zimmer biomet (B)(4) has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was january 2, 2015 where it was reported that the device needed overhauled/was broken and the roller, bushings, side plates, carrier guide, spring pin, shoulder bolts, and roller gear were replaced. This is not a related issue. Product review of the skin graft mesher by zimmer biomet (B)(4) on may 7, 2019 revealed that the pretests could not be performed due to the bent comb. The roller and roller gear were both worn. The left and right side plates were worn on the internal surface where the roller meets the side plates. The shoulder bolts, cap nuts, and washers also needed replaced. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on may 7, 2019 which included replacement of the side plates, roller, bearings, washers, shoulder bolts, cap nuts, roller gear, comb, and screws. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the roller and roller gear were both worn. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the roller and roller gear were both worn. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
Evaluation and investigation of the device revealed that the mesher had a bent comb. No adverse events were reported as a result of this malfunction. No additional event information available.